Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) inspected the drawer and related components, reset all cables, and reinstalled the drawer into the main station chassis. After reconnecting the pixie bus cable, the station was restarted. The fse logged into support mode, ran hardware tests, inspected all pockets, roll boards, and connections for damage or debris, and found no issues. The fse reassembled the failed drawer, checked the pixie bus cable, and confirmed it to be in good condition. Finally, the fse restarted the station again, and the application launched successfully. The fse logged into the application and successfully recovered failed storage space and inventory all pockets in the drawer in the application with no issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.